Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product had already dispensed several clips over the cystic duct. However, when it was fired across the artery the applier locked onto the artery. The surgeon was unable to free the applier from the artery. A second applier was opened and the clip applier had to be cut from artery using diathermy. On removal the applier opened up again. There were no adverse consequences for the patient. Additional information has been requested. (B) (4).